Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulty with the involved angio-seal evolution device. Follow up communication with the user facility reported: when attempting to use the 6fr angio-seal evolution device, there was not adequate blood flow shown when attempting to find the artery; the operator connected the sheath with the arteriotomy locator by lining the green arrow with the white arrow and the holes lined up; the operator conducted a sheath exchange and advanced the arteriotomy locator; they attempted to observe blood flow; they then stopped the flow and then they advanced to start the flow again; the operator never received an adequate back flow; the blood dribbled out no matter how far in or out the locator was in; a flush attempt occurred by removing the locator and sheath off the wire and flushing both tools apart; manual compression was applied to the patient; they reconnected the two correctly; they reattempted the blood flow by starting, stopping, and starting; they received the same feedback of just dripping blood; they opted to place a mynx device and had success; the patient was reported to be stable and fine; and blood loss was reported to be less than 250 cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.